Event description:
It was reported the pt has been experiencing difficulty successfully recharging the ipg. Allegedly, the ipg may have moved or tilted to the pocket, causing the miscommunication. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.